Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set had to be replaced due to a shedding issue with the titanium adapter. The reported issue was found during use. The transfer set were replaced to resolve the issue. There was patient involvement; however, there was no adverse event or patient injury reported. No additional information is available.